Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated to the scrotum. The ipp was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the reservoir, pump, and one of the cylinders found no abnormalities and passed the leak testing performed. The other cylinder did have a small hole resulting in a fluid leak that was consistent with sharp instrument damage. The pump also passed the functional testing performed. Based on the information available, the reported migration is a known inherent risk with this device.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the reservoir, pump, and one of the cylinders found no abnormalities and passed the leak testing performed. The other cylinder did have a small hole resulting in a fluid leak that was consistent with sharp instrument damage. The pump also passed the functional testing performed. Based on the information available, the reported migration is a known inherent risk with this device.

Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated to the scrotum. The ipp was replaced. There were no patient complications reported.